Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the device was manufactured from october 24, 2019 - october 28, 2019. H10: the actual device was not available; however, photo and video of the sample were provided for evaluation. The photo and video showed evidence of leaked inside the device housing which was caused by a ruptured bladder. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor bladder burst during filling and the unspecified chemotherapy solution leaked out the fill port and cap. There was no patient involvement. No additional information is available.